Event description:
A caregiver reported a customer received the error messages "error-3" and "error-7" when testing on their adc meter. On (B)(6) 2019, the customer developed malaise, feeling cold, and "heart spasms" at the level of the stomach and was unable to treat themselves. The customer was given grapefruit juice by a non-hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips, a new issue was observed. Meter powered on with button press and with strip insertion. Control solution testing was performed and the results were unsatisfactory, however no error messages were observed. Therefore, the reported complaint is not confirmed.

Manufacturer narrative:
At this time, the product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. Dhrs for the freestyle neo meter optium freestyle showed the freestyle neo meter optium freestyle passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer received the error messages "error-3" and "error-7" when testing on their adc meter. On (B)(6) 2019, the customer developed malaise, feeling cold, and "heart spasms" at the level of the stomach and was unable to treat themselves. The customer was given grapefruit juice by a non-hcp for treatment. There was no report of death or permanent injury associated with this event.